Manufacturer narrative:
The returned product was evaluated and performed as designed. No problem was found with the pdm and the device was found to function as intended. No issues were found that would contribute to the reported hyperglycemia and dehydration that resulted in hospitalization. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia and dehydration. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's father reported that she could not check her blood glucose levels with the pdm's built-in glucometer because she received an error 4 message when inserting the test strip into the port. She did not have a back up glucometer and did not check her blood glucose levels all day long. She began vomiting an was evacuated to the hospital. The patient was diagnosed with dehydration with high blood glucose (unreported levels). She was treated with insulin and fluids.